Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's nurse reported via phone call that the customer's pump shut off suddenly. This has happened once before. The customer was able to use the pump in the morning. Troubleshooting was initiated for the battery out limit alarm. The pump alarmed during normal use. The nurse was able to clear the alarm, so troubleshooting then occurred for the blank display. The nurse described a crack in the corner of the pump's screen by the up arrow. There was another crack in the case near the lower left corner of the screen as well. It is unknown how the damage occurred. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump powered up properly and no blank display was noted. The pump was received with normal operating currents. No damage was found on the lcd isolation tape. The pump was monitored and no unexpected battery out limit alarm, failed battery test alarm, or shutting off occurred during testing. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.